Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and prolonged hospitalization while using ilet therapy. The user reported persistent alert 38 motor stall alarms that continued despite multiple supply changes, followed by progressive hyperglycemia requiring ems transport and hospitalization. Engineering review could not evaluate the reported event because device logs had not been synchronized after 25-mar-2026. Historical engineering logs documented multiple occlusion alerts and motor stall events prior to the reported event, although the precise cause of those historical motor stalls could not be determined. Because no engineering data were available for the reported event date, the reported recurrent alert 38 alarms and interruption of insulin delivery could not be confirmed or excluded. Based on the available information, a causal relationship between the reported device behavior and the serious injury cannot be ruled out. If additional device data or device evaluation becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose level of 1,500 mg/dl resulting in diabetic ketoacidosis and hospitalization. The user was treated with an insulin infusion and remained hospitalized from (B)(6) 2026 through(B)(6) 2026. The user recovered and resumed ilet therapy following discharge.